Event description:
It was reported the device was not used during a procedure. It was reported the cannula is cracked at the tip. It is in the original packaging and is being returned as such. There was no consequence to a pt.

Manufacturer narrative:
Tracking #.44767. Date sent: 11/10/1998. D5,6; h4: info not available, device not returned for analysis.